Manufacturer narrative:
At this time, the device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was repositioned. Shortly after implant, the ra lead registered high pacing thresholds measurements. Physician performed a chest x-ray and fluoroscopy and determined the rise was caused by loss of slack on the lead due to the anatomy of the patient. The patient underwent a surgical revision in which the system was repositioned. The ra lead remains in service. No additional adverse patient effects were reported.